Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. There were also scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that after starting a da vinci si surgical procedure a fenestrated bipolar forceps instrument had a broken cable noted after insertion. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.